Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low ca2 calcium gen.2 result for an unknown number of patient samples. The customer repeated the samples on (B)(6) 2018. Of the data provided, only the results for 11 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory and were questioned by the doctor. The repeat results were believed to be correct. There was no allegation of an adverse event. The reagent lot number was 27022701 with a n expiration date of 11-jan-2018. The samples had been processed by the cobas 8100 preanalytic analyzer. The customer ran patient comparisons and all results reproduced acceptably. The field service representative found the two rinse nozzles on the rinse mechanism were not being held down correctly by the spring holders. He replaced the spring holders and placed the rinse nozzles in their correct location. He ran a successful mechanical check, rinse level check, and precision testing.